Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the pc board is yellow flashing. Additional malfunction is the tie wrap on the pc board is defective.